Event description:
Customer reported that the insulin pump was exposed to fluid at the water park and alarmed button error. Customer's current blood glucose reading is 540 mg/dl and has a back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.